Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2023 by the european journal of orthopaedic surgery & traumatology, titled ¿minimum 2-year results of the second-generation cfr-peek locking plate on the proximal humeral fracture". The study reviewed thirty (30) patients who underwent fracture fixation using peekpower humeral fracture plate (arthrex) to address proximal humerus fractures. During the fifty-one (51) month follow-up period, one (1) patient experienced a perforated screw requiring revision surgery. Source: dey hazra ro, szewczyk k, ellwein a, et al. Minimum 2-year results of the second-generation cfr-peek locking plate on the proximal humeral fracture. Eur j orthop surg traumatol. May 2023;33(4):1307-1314. Doi:10.1007/s00590-022-03298-9.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.